Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was 86 mg/dl. The customer did not receive a low battery alert prior to the off no power alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of off no power alert without a low battery warning. The insulin pump alarmed external ram crc error and unexpected restart. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer states the pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. Unexpected restart alarm is not recurring during normal pump use. Customer stated that the battery was not previously used. Customer reported that the insulin pump was not dropped. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will not be returned for analysis.